Event description:
It was reported that, "the patella clamp would not lock when dr. (B)(6) was placing the clamp on the implant while waiting on cement to set."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.